Manufacturer narrative:
Failure analysis: received vela front panel, and conducted visual inspection. Visible ingress moisture residue on front display. Front panel was installed to a functional vela unit for duplicating the reported problem. The display powered up in service mode and initialized patient-user displays with red colors. Performed display calibration per service manual. Touch display interaction was successful and can be calibrated. Unit was allowed to run for 1 hour until failure where the screen blanked out. Lcd display was then substituted with a working lcd display. Powered up with correct user-patient displays. No further actions were taken or required. Findings/root-cause: reported problem was duplicated. The failure was isolated to the lcd display backlight led that is degrading.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (cfn fse): front panel display replaced. Exended self test (est) and operational verificaiton procedure (ovp) performed. The device meets all manufacturer's specification.

Event description:
The customer reported display goes dark after a few minutes after being turned off. The customer reported that this occurred during a pre-use check so there was no patient involvement.